Event description:
It was reported that right hip revision surgery was performed due to chronic pain, aggravated with any hip activity and limited walking ability. Metallosis and elevated levels of cobalt and chromium reported.

Manufacturer narrative:
[(B)(4)].